Manufacturer narrative:
The reported events of helix mechanism issues were confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported events of helix mechanism issues were isolated to the helix being clogged with blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead and right ventricular lead failed to be retracted and extended. The leads were not used and replaced during the procedure. The patient was stable.